Event description:
The complainant reported that during impella cp support, the patient had groin bleeding. The physician was going to look at the groin and possibly tighten the perclose sutures to aid in bleeding. The team will re-dress site at that time. No vasoactive drips currently and holding on heparin until partial thromboplastin time is within range. The patient was taken to operating room for impella removal. The impella was removed without issue and the patient was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Impella cp sn (B)(6) returned the returned product was investigated. Traces of dried blood were seen on the inflow and outflow cages, around the suture hub, and on the sterile sleeve. No other abnormalities were seen. Access site adverse event: clinical details mention that the patient suffered from groin bleeding on (B)(6) 2025 while on impella support. The root cause of the access site bleeding was not determined due to lack of sufficient clinical details and inconclusive evidence obtained from the investigation of the returned product.